Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indications for use was non-malignant pain. On (B)(6) 2023 the patient was calling for physician listings, the patient stated they have they've gone into withdrawals twice over ¿the last few months¿ due to empty reservoir and their pump alarming from missed appointments since a new physician took over for their previous physician. The patient stated they get their pump refilled every 30 days at ¿16¿ but used to be at ¿20¿ but was turned down to ¿avoid crystallization¿. The patient inquired what symptoms would be if crystallization happened, and the patient was redirected to their healthcare provider. The patient takes oral meds and but received a ¿few extra¿ due to their reduced dosage. The patient¿s appointment was missed due to scheduling and the pump started alarming ¿2-3 days ago¿. Physician listings were sent as requested. On (B)(6)2023 the patient called back inquiring about physician listings because their pump needed to be refilled by friday the 7th. The patient also stated their pump was due to be replaced dur to normal battery depletion ¿apparently on the 14th¿. Physician listings were sent. On (B)(6) 2023 the patient reported they were having trouble trying to find a physician to replace the pump that hits eos (end of service) soon. The pump was implanted (B)(6) 2016 and the patient stated he was going through withdrawals now and he has not been able to find a physician to manage his pump or a surgeon to replace the pump. On (B)(6) 2023 the patient¿s family member called reporting they still have not found a healthcare provider. The caller stated the pump is due to "run out" in 5 days and re-reported the pump is approaching eos (end of service). The agent emailed another physician listing. On (B)(6) 2023 the patient¿s family member reached out again today and is "desperately" working to find her son a pump managing physician in their new area. The pump was currently empty and now due to be replaced with eos date in (B)(6) 2023. On (B)(6) 2023 the patient called and stated he was not able to find anyone to help him. The patient stated his pump has failed and is burning him. The patient states the pump was alarming. The patient then stated someone was calling them and disconnected the call. On (B)(6) 2023 the company representative reported that they had called the patient¿s family member multiple times leaving messages to call back. After 3 weeks, the family member called back and was provided contact information for 2 clinics. Both clinics reviewed with the family member the pump has been empty (as reported to the clinic by the family member) for over 3 weeks and with the pump so close to eos, both clinics reviewed they would not be refilling the pump, but would be replacing the pump due to eos and then managing patient care. Both clinics reviewed the patient is on extremely high dosing and the clinics do not managing pump care in that manor and they do micro-dosing, which the patient¿s mother refused. Both clinics are requesting a referral from the previous physician and the family mem ber informed the clinics they do not have access to the physician as the physician has "upped and left the practice". After the patient¿s family member called those clinics, both clinics informed the company representative stating their expectations are unrealistic as when offered a mid august appointment they were unhappy saying that was unacceptable. The company representative would be reaching out to the patient¿s family member today reviewing the company representative¿s roll and would be providing one last physician contact. This physician will again review the way they would manage the care of the patient and review micro dosing and it will be up to the patient at that time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.